Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer stated last night she tried getting up and it cut into her both of the back of her legs and the seat was stuck to her legs when she would try to get up the seat would come up with her. Consumer states that this also causes bruising when she gets pinched. Consumer states that she had her doctor look at the cuts and bruising when she went in for an already scheduled appointment. Consumer states that she uses liquid band aids to cover the wounds. Consumer states the underneath bars are getting rusted. No additional information provided. Update from 11/04/2015: commode has been replaced, end user showed doctor and regularly scheduled appointment and has just used band aids or liquid band aid to cover pinch marks. No further information provided.